Manufacturer narrative:
Extended investigation will be performed and a follow-up will be submitted once all investigation activities have been completed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via social media they encountered an alarm issue with the adc application in use with an iphone 13 with ios 16.3.1 operating version. The low/high glucose alarm did not sound and customer was not alerted of changing glucose levels. The customer felt "very faint" and was treated with baqsimi glucose spray and soda provided by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The user reported missing high and low glucose alarms. Attempted to replicate the user¿s complaint using similar device configuration and successfully received high and low glucose alarms. The user complaint could not be reproduced. If the product is returned, a physical investigation will be performed, and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via social media they encountered an alarm issue with the adc application in use with an iphone 13/ ios 16.3.1 /app version 2.7.3.3641. The low/high glucose alarm did not sound and customer was not alerted of changing glucose levels. The customer felt "very faint" and was treated with baqsimi glucose spray and soda provided by spouse. There was no report of death or permanent injury associated with this event.